Event description:
It was reported that the patient received an inappropriate shock for a supra ventricular tachycardia (svt) episode when the implantable cardioverter defibrillator (ICD) did not withhold. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.